Manufacturer narrative:
The main component of the system and other applicable components are: product ID:3037, serial# (b)(4, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of symptoms and had to catheterize themselves again in 2016. It was indicated that the patient saw their urologist the week of the report, and it was recommended that they catheterize themselves during the day and evening. The patient was afraid that they would have to continue to catheterize themselves like they had to prior to being implanted. It was further mentioned that they had four surgeries in the past. It was unclear if they were related to the device or therapy, but it was stated that it was related to their incontinence. After the patient was implanted, the device had caused ed. It was noted that the healthcare provider (hcp) performed a turp which was an incision of the prostrate. This caused a scar tissue to build up in their urethra. Additionally, the patient had a "transregional incision" that was cut deep in their bladder and caused a backup of urine to their kidneys. This led to six kidney infections. It was also mentioned that they had a prosthetic device for their penis. They were having issues getting up at night to go to the bathroom, and kept wetting the bed. The hcp had put the patient on "trirest for the active nerve there" so they were "outsourced" and couldn't go to the va. Patient services reviewed the steps to sync the implant, and the patient was seeing a screen that had a two with a diamond. Further clarification was not provided, but the patient was able to get the therapy screen. It was indicated that the patient was able to feel comfortable stimulation in the correct area. During the report, the patient increased stimulation from 2.85v to 4.0v on program 2. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.